Manufacturer narrative:
Product analysis: it was determined at analysis that the power button on the keypad was out of specification. The hanger assembly was broken. The lower case was broken. The main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to power on using the power button. The epg was returned for service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.